Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had an error. It was indicated that the main printed circuit board was contaminated and out of specification electrically. It was also indicated that the keypad and five case screws were contaminated. It was also indicated that the display wires were pinched but the insulation was not compromised. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that during testing, the external pulse generator (epg) had an error. The epg was returned for service. There was no patient involvement.